Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from the device clinic with information noting the patient is deceased. No additional information relating to the patient death was provided. Further review of the manufacturer¿s database indicated the patient died approximately nine months after device system implanted. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: d354trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 693565 implantable tachy lead, implanted: (B)(6) 2012; 2088tc competitor implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.